Manufacturer narrative:
(B)(4). A system error 2597 was reported by the customer, however during the event history review a system error 2367 was found. Since these numbers look similar it is possible that the customer transposed numbers and incorrectly reported the system error. For this reason the reported condition will be verified as a system error 2240. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation of a returned homechoice device, the reported system error 2597 was not found in the logs. However, a system error 2240 (air in line/set) alarm (followed by (B)(4)) was found in the log review for the reported date. The patient was connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.